Manufacturer narrative:
The field service engineer replaced the syringe seals. All mechanical and operational checks passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer changed the sample probe and ran precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for 9 patient samples from the cobas 8000 cobas c 701 module. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.